Manufacturer narrative:
(B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The device was returned for evaluation. According to the evaluation, the complaint is confirmed. The most-likely, underlying cause was determined to be excessive force. The instructions for use state, "the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip." The non-conformance database was reviewed in the evaluation and no non-conformance was found for this lot. There are no indication of manufacturing defects.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a 301 elevator broke during a procedure. There was no surgical delay that exceeded thirty (30) minutes. All parts were retrieved; the tip of the 301 elevator was discarded. No injury to the patient was reported as a result of the events.